Event description:
Invisalign: severe allergic reaction including symptoms: 10 mouth ulcers, severe headaches, nausea, swollen lymph nodes, severe body aches - sick for 4 weeks paresthesias ongoing! Sensory nerves affected still! Sensory neuropathy stiff neck/ neck pain/ arm pain.